Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the base bolt looses threading over time and gets twisted up.